Event description:
It was a reported while using bd veritor ¿ sars-cov-2 & flu a+b it reported a false positive. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: customer reports a possible false positive on flu b using triplex assay 256088.

Manufacturer narrative:
Medical device expiration date: unknown. PMA / 510(k)# (B)(4). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive for flu b results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1265321. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The results were acceptable and no relevant issues found. The complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was a reported while using bd veritor ¿ sars-cov-2 & flu a+b it reported a false positive. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: customer reports a possible false positive on flu b using triplex assay "256088".